Event description:
Dexcom g7 sensors producing glucose readings that are severely discrepant with blood glucose. Over a 60-day period, the following data were collected. Any discrepancies 30% or under were not listed. Cgm 58/ bg 129, cgm 61/bg 124, cgm 51/bg 79, cgm 48/bg 188, cgm 247/bg 204, cgm 251/bg 163, cgm 263/bg 167, cgm 162/bg 214, cgm 40/bg 79, cgm 61/bg 147, cgm 40/bg 135, cgm low/bg 163, cgm low/bg 159, cgm 296/bg 223, cgm low/bg 93, cgm 242/bg 127, cgm 53/bg 82, cgm 269/bg 201, cgm 54/bg 136, cgm 68/bg 128. Cgm 58/ bg 129, cgm 61/bg 124, cgm 51/bg 79, cgm 48/bg 188, cgm 247/bg 204, cgm 251/bg 163, cgm 263/bg 167, cgm 162/bg 214, cgm 40/bg 79, cgm 61/bg 147, cgm 40/bg 135, cgm low/bg 163, cgm low/bg 159, cgm 296/bg 223, cgm low/bg 93, cgm 242/bg 127, cgm 53/bg 82, cgm 269/bg 201, cgm 54/bg 136, cgm 68/bg 128. Dexcom g7 sensors systematically producing glucose readings that are severely discrepant with blood glucose. Over a 60-day period, the following data were collected. Any discrepancies 30% or under were not listed. Dexcom data are supposed to be within 20% of true blood glucose value. Calibrations due not work or stick. This occurs with almost every g7 sensor in the past 9 months. I did not have such issues with the g6. I have called dexcom tech support and reported every sensor that acts like this, and they send me replacements, but the replacements do the same thing. I am t1diabetic since 1999 and a certified diabetes educator. I am terrified to rely on data from dexcom g7. I can no longer make treatment decisions off of what my dexcom g7 shows me, and have reverted to pricking my fingers for blood glucose meters. This has caused a large number of hypoglycemic and hyperglycemia episodes. This is due to treating my diabetes-- dosing insulin to combat false hyperglycemia and consuming glucose to combat false hypoglycemia-- with garbage data. This is despite the g7 being approved by the FDA for treatment decisions, unlike g5 and earlier versions of dexcom. It is unsafe for t1diabetics to make treatment decisions based off of the dexcom g7 data. Most people do not use blood glucose meters in addition to the dexcom g7, since there is no need to if it is FDA approved for treatment decisions. Clearly the FDA needs to reevaluate this decision. Please keep t1 diabetics safe. It may not be as risky for t2diabetics who don't dose short-acting insulin as frequently, but this is incredibly risky for anyone dosing insulin.